Event description:
It was reported that "on (B)(6), an incident occurred during the insertion of a central venous catheter in an older child. Visualization of the left subclavian vein was excellent, puncture was easy, and the guidewire kinked twice during dilation. The equipment was changed, and a simple insertion was performed using a 13 cm arrow vvc 5 fr double-lumen catheter from the operating theatre. " there was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "on 30 november, an incident occurred during the insertion of a central venous catheter in an older child. Visualization of the left subclavian vein was excellent, puncture was easy, and the guidewire kinked twice during dilation. The equipment was changed, and a simple insertion was performed using a 13 cm arrow vvc 5 fr double-lumen catheter from the operating theatre. " there was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".